Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve is being evaluated for a transcatheter valve replacement after an implant duration of 6 years, 11 months due to unknown reasons. No date for intervention has been scheduled.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve is being evaluated for a transcatheter valve replacement after an implant duration of 6 years, 11 months due to unknown reasons. Per additional information. The patient has not been scheduled for a viv procedure, the patient only has high gradient on echo but is currently asymptomatic.